Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) overheats, shuts off, and has cracked cases. There was no patient involvement. Thus, no injury, death, or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. Evaluation of the unit identified that the bezel assembly and top trim required replacement. As a result, the bezel assembly and top trim were replaced to correct these issues. The depot technician was unable to recreate the thermal shutoff issue. The unit passed all service and repair testing. Root cause analysis - the issue of this unit overheating could not be confirmed. It was determined that the issue of this xenon lightsource being damaged was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.